Event description:
In cerner, the mar displays of drugs are not standardized. Pharmacy it responded that this is because cerner pulls from "ordered as" in order entry portion of the system to display the drug in the mar. It was explained that if the provider searches "rocephin" when ordering the drug, this is what will appear in the mar. Or if they search "ceftriaxone" this is what will appear in mar. The generic/brand respectively will not appear with the display. It's confusing when doing chart reviews and med administrations for both pharmacists and nurses and physicians. Medmanager, however, which is what pharmacists use to verify the order, only displays the descriptor which is usually the generic name. Type: non medication error. Contributing factors: unclear / confusing ref material facility computer entry error prescription processing software computer physician order entry communication, poor / lacking (nonspecific). (B)(6). Submission ID: (B)(4).